Event description:
A customer reported a cartridge change error with their insulin pump. Although the error occurred, their blood glucose level remained stable at 230 mg/dl, indicating no adverse impact. Technical support assisted the customer by guiding them through a series of checks and procedures to resolve the issue, such as inspecting the cartridge and pneumatic tap area and ensuring the cartridge was correctly seated. The customer successfully completed the load process and resumed normal use of the insulin pump.